Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the healicoil knotless pk anchor was placed, but when removing the handle, the screw came off, but the tip of the peek remained in the patient's bone along with the sutures. In consequence, the doctor made a larger incision to remove the tip. The specialist decided not to place more anchors on the patient. There was a non-significant surgical delay, and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor was not returned. The distal plug is on the insertion tool. The proximal anchor is on the insertion tool and is missing threads. The threads were not returned. Bio debris is present. A functional evaluation showed that both deployment knobs work as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A clinical review states as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion can cause failure of the implant or insertion device. No containment or corrective actions are recommended at this time.